Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on (B)(6) 2023. Everything looked good on procedure day. However, about one month after the procedure the patient reported experiencing symptoms of pain and discomfort. The hydrogel seemed to be present in the rectal wall. The patient's current condition is unknown. No further information has been obtained despite good-faith efforts.